Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis of 23mmol/l. It was stated that the cannula was bent, and the insulin pump alarmed no delivery several times. The infusion set was changed twice, but the device still alarmed no delivery. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.